Manufacturer narrative:
Investigation included a review of device history, a review of labeling and instructions, and a review of complaint history. Investigation of this case revealed no device alarms reported and no confirmed device malfunction based on available information. It was concluded that the cause of the hyperglycemia could not be determined and that user education or troubleshooting was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced hyperglycemia associated with perceived device limitations, including dissatisfaction with available infusion sets and cannula depth, a concern that the insulin cartridge capacity was too small, and elevated glucose readings after infusion set changes due to a period without insulin delivery. Symptoms included high blood glucose. Outcomes included no reported injury, medical intervention, or hospitalization.